Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine that reportedly had a low flow error during patient treatment, along with a stopped blood pump and a stopped hand crank. This reportedly resulted in blood loss to the patient. Upon follow up with the user facility, it was confirmed that the reason the patient¿s blood could not be returned was because the patient care technician who handled the treatment was not aware the hand crank could be used to return the patient¿s blood manually. It was confirmed that the issue occurred approximately 1 hour and 40 minutes into the patient¿s treatment. It was confirmed the estimated blood loss to the patient was 350 ml, and the patient completed treatment with no injury, adverse event, or medical intervention. The patient was moved to a new machine and completed treatment with new supplies. The biomedical technician reportedly replaced the pump head on the machine to return it to service. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.